Manufacturer narrative:
Concomitant medical products: d314vrm ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing impedance on the rv high voltage coil. The lead was suspect of a fracture. The lead had oversensing of noise suspected from contact with a previously capped lead that was left in the patient out of service. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.